Event description:
This case was initially received via regulatory authority ansm. The most recent information was received on 11-oct-2017. This spontaneous case was reported by an other health professional and describes the occurrence of allergy to metals ("allergy to nickel/ allergic syndrome more or less general") in a (B)(6) female patient who had essure (batch no. 20188520) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and cesarean section. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder pain ("recurrent cystalgia"). The patient was treated with surgery (subtotal hysterectomy with adnexectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and bladder pain outcome was unknown. The reporter provided no causality assessment for allergy to metals and bladder pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative except for nickel. Unspecified date: unspecified exam - normal fallopian tubes. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-oct-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 320 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-oct-2017: patient's initial and date of birth, historical condition added. Removal method: subtotal hysterectomy with adnexectomy. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.